Manufacturer narrative:
(B)(4). Evaluation: results: inherent risk of procedure (mi and dissection).

Event description:
(B)(4) adjudicated the previously reported mi event occurred one day later than previously reported.

Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 2nd obtuse marginal during the index procedure. It is reported that a dissection and abrupt vessel closure occurred during the index procedure, no further treatment is reported. It is reported that an mi occurred during the index procedure, the investigator has reported that it is unknown if the mi event was related to the index procedure and that the event was unrelated to the study device.